Event description:
Patient had drains placed after spinal wound irrigation. At a later date, two drains were removed uneventfully. The next day, the distal drain was removed. A few days later, post discharge x-rays revealed the radio-opaque portion of the distal drain. Patient returned to the operating room for removal of retained portion of drain. Drain was removed without complication and patient was discharged home.